Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured at the middle part. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good post procedure.